Event description:
Five patients with mentor breast tissue expanders developed infections after surgery. Ataxia-telangiectasis mutated (atm) mutation surgery for prophylactic bilateral mastectomy, and bilateral tissue expanders (mentor 450ml with initial fill of 250ml in each side). Patient presents on [date removed] to emergency department (ed), found to have large fluid collection on right chest wall. Surgery on [date removed] for necrosis of mastectomy flap and expander removal. On [date removed] patient admitted to ed, found to have fluid on left chest wall, underwent ir for drainage and drain placement. On [date removed] to ed and admitted, found 11.7 cm fluid on left with ultrasound. Surgery on [date removed] with for incision and drainage of bilateral breast seromas and placement of 19 french drain. On [date removed], surgery for delayed insertion of tissue expander right breast (mentor 450ml with 0 initial fill). On [date removed] to ed with left breast pain/redness. On [date removed] breast tissue expander removal bilateral. On [date removed ] to ed for pain at jp drain site